Manufacturer narrative:
(B)(4): work order failed. The axiem port three was not communicating and the axiem box was replaced. The issue resolved once axiem box was replaced. (B)(4): no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported the axiem port (3rd from the top) of their system is unresponsive. They have tried troubleshooting with different instruments, and had no positive results. There was no patient present during the event.